Manufacturer narrative:
Concomitant medical products: dtmb2q1 ICD; 6725 pin plug, implanted: (B)(6)2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one-month post replacement procedure, the patient experienced in appropriate therapy caused by the right ventricular (rv) lead. It was noted that the rv lead had a lead integrity alert (lia) due to a loss of capture, an increase to high and undefined impedance measurements, and noise with short v-v intervals. Due to the uncertainty to determine if the rv lead was fractured or a possible connection issue, the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.